Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose for three weeks. His blood glucose was 222 mg/dl at the time of reporting. He also stated that he had recently gone to the emergency room with blood glucose well over 300 mg/dl. No equipment was returned. No additional information was reported.